Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm suction irrigator instrument for failure analysis investigation. The instrument was analyzed and found to have damage to the distal tip. The distal tip was broken and completely missing from the distal end. All three parts of the snake wrist were missing and not returned with the instrument. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken snake wrist cable at the distal end. There were no sharp edges or excess material that could have contributed to the cable breakage. The instrument was found to have a missing snake wrist. The snake wrist was missing from the distal end of the instrument. The snake wrist and cables were missing and not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the metal pieces below the tip of the 8mm suction irrigator instrument got dislodged and could not be removed from the port. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, the tip of the irrigator became twisted while in use within the patient. To remove the instrument, the entire port was extracted with the irrigator, and the tip was removed afterwards to facilitate port removal. No fragments fell into the patient at any time. The procedure was briefly delayed replacing the port but was completed as planned, and the patient has not returned to the hospital due to any post-surgical complications related to foreign material retention. All pieces of the instrument were accounted for and sent out together. Pictures of the instrument prior to tip removal are available for review.